Event description:
A malfunction alarm identified as malfunction code 16 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.